Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an egd procedure within the esophagus on (B)(6), 2010. According to the complainant, the stricture was very tight, and as a result, the stent delivery system could not pass through; during the attempts to pass the device through, the stent delivery system continued to buckle. The physician removed the stent, without any portion being deployed, and used a different type of wallflex stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.